Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the connection with the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the monitor case was damaged.